Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On (B)(6), 2010, baxter product surveillance received notification from the customer that the colleague volumentric infusion pump, product code (B)(4), sn (B)(4) was involved in an incident where the drug was infusing quickly. The customer mentioned that the event happened during infusion on a patient. Patient injury or medical intervention is unknown at this time. The software version is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague infusion pump with a user interface module master software version 6.13.92. A service history review determined the device has not been serviced by baxter prior to this event. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.